Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. The pt 800, 801 and 802 has recorded faults and failed calibration. This issue will be internally investigated within vyaire.

Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, carefusion has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays a transducer fault alarm. The customer performed troubleshooting, but the issue was not resolved. The customer reported the turbine differential transducer failed calibration testing. The customer reported there is no patient involvement associated with the event.